Event description:
The customer reported a cap survey crossmatch tested as compatible, which should have been incompatible. Although the customer was testing a cap sample, detail investigation was not able to rule out the ortho provue as root cause.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site. The fe checked the gripper and camera adjustments. The fe ran cards in diagnostics and all passed. The fe created a new reference image. The fe replaced the syringe and cavro dilutor. Repairs have returned this instrument to expected operation. (B)(4).